Manufacturer narrative:
(B)(4). Medical product: item#:110030777, cr 40mm glenosphere +3mm cocr; lot#: 64492576. Item#: 00434904003, poly liner plus 3 mm offset 40 mm diameter; lot#: 64841045. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent and initial left reverse total shoulder arthroplasty and left biceps tenodesis due to left rotator cuff arthropathy and biceps tear. Subsequently, the patient was revised approximately seventh (7) weeks later due to disassociation of implants. Patient denies any traumatic event that caused the implants to disassociate.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2022-00625.